Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery reamer device did not function. During service and evaluation, it was observed that the device was dirty, oily, corroded, there was a trace of burning and presence of water. It was unknown if the event occurred during surgery. There were no reports of any delays to a surgical procedure. It was unknown if a spare device was available for use. There were no reports of patient involvement, injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.